Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The patient returned to the clinic on (B)(6) 2026, the flow rate was 1.31ml/day and 13ml residual of hep saline. Glycerin was administered on the same day. The patient came back on (B)(6) 2026, the flow rate was 1.38ml/day and 19ml residual of glycerin. According to the clinic, the flow rate is back to normal. Therefore, the root cause of the reported issue cannot be established.

Event description:
Intera oncology was notified by a nurse that a patient with an intera 3000 hepatic artery infusion pump is having slow flowing rates with the refill of glycerin. This patient transitioned to glycerin in june 2024. The hospital changed the glycerin product from anazao 50% w/v to alk 50% v/v cerona therapeutic. On (B)(6) 2025, the reported rate was 0.27. The patient returned to the clinic on (B)(6) 2026, and the rate was 0.04. The patient was brought back to the clinic on (B)(6) 2026, the residual volume was 25ml and the flow rate was at 0.24. The clinic was able to flush the bolus pathway. On (B)(6) 2026, the patient was seen in the clinic, the residual volume was 13.5ml and the rate was at 1.17, which is within normal limits. The patient is scheduled to come back to the clinic in two weeks for rate check and fill with glycerin. According to the clinic, pump imaging testing has not been done. The patient has not experienced any adverse events.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The latest reported refill result from (B)(6) 2026, has the rate within normal limits. Intera oncology is waiting for the results of the next refill to confirm that the pump flow rate is progressing or reverting to slow flow. A supplemental report will be submitted upon receiving updated information.

Event description:
Intera oncology was notified by a nurse that a patient with an intera 3000 hepatic artery infusion pump is having slow flowing rates with the refill of glycerin. This patient transitioned to glycerin in (B)(6) 2024. The hospital changed the glycerin product from anazao 50% w/v to alk 50% v/v cerona therapeutic. On (B)(6) 2025, the reported rate was 0.27. The patient returned to the clinic on (B)(6) 2026, and the rate was 0.04. The patient was brought back to the clinic on (B)(6) 2026, the residual volume was 25ml and the flow rate was at 0.24. The clinic was able to flush the bolus pathway. On (B)(6) 2026, the patient was seen in the clinic, the residual volume was 13.5ml and the rate was at 1.17, which is within normal limits. The patient is scheduled to come back to the clinic in two weeks for rate check and fill with glycerin. According to the clinic, pump imaging testing has not been done. The patient has not experienced any adverse events.